Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up report will be submitted if the device is received.

Event description:
The battery on the customer's pump has been depleting quickly for the past couple months. The issue has not impacted the user's blood glucose levels.